Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had several pulsatility index (pi) events from (B)(6) 2015 with pump power elevations up to 20 watts. A review of the submitted log file data was consistent with the reported event. It was noted that all of these higher pump powers were associated with pi events. It was reported that the ramp study appeared normal but the "right heart cath looked abnormal." The patient was reported to be "volume overloaded" and was in house for diuresis and inotropes. No additional information was received.

Manufacturer narrative:
The patient's weight is not available. Approximate age of the device - 70 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Review of the log files confirmed the reported power elevations and pi events; however, the pump appeared to be operating as intended throughout the log file. A root cause for the observed pi events could not be determined. The patient remains ongoing and continues on lvad support with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.